Manufacturer narrative:
(B)(4).. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming high ppeak and circuit occlusion. The customer stated there was no patient involvement associated with this event.